Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the right internal cervical cavernous sinus segment. The max diameter was 4.5mm, and the neck diameter was 4.0mm. The patient's vessel tortuosity was severe. The landing zone was 3.75mm distal and 4.55mm proximal. It was reported that the tip could not be opened during the pipeline deployment process. They followed the operation guide to deploy after a period again, and waited for more than 10 minutes to withdraw and deployed again. The pipeline still could not be opened, so it was removed. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. Visual inspection/damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The p ipeline flex pusher was found bent at ~109.5cm from the pusher proximal end. The pipeline flex pusher was found extending out from within the phenom 27 catheter hub for ~122.0cm. The phenom 27 catheter body was found kinked at ~2.5cm, ~1.5cm from the catheter distal tip. In addition, the catheter distal tip was found kinked. The pipeline flex pusher was removed from within the phenom 27 catheter. No bends or kinks were found with the pipeline flex pusher. The pusher resheathing pad, sleeves and tip coil were found in good condition. Testing/analysis: the phenom 27 catheter total length was measured to be ~158.5cm and the useable length was measured to be ~152.0cm which is within specification (specification: 150cm ± 5cm). The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.026¿ mandrel was inserted through the phenom 27 catheter without issue. The pipeline flex braid was not returned. Conclusion: based on the device analysis and reported information the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The pipeline flex braid was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. In this event, it is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the failure to open. Regarding the damage found with the pusher (bent) the pusher can become bent due to resistance/stuck during delivery, patient anatomy, or high delivery force. However, as the damage was not reported by the customer and the damage occurred at the proximal end (outside the body) it is likely the damage occurred upon return to medtronic for evaluation. Regarding the damage found with the phenom 27 catheter (kinking) it is likely the patient¿s vessel tortuosity contributed to the damage. (Rosaj10 2022-0 9-14) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.